Manufacturer narrative:
(B)(4). Carefusion was unable to verify the reported issue. During testing and evaluation, the ventilator was connected to a good known 100psi o2 gas supply test fixture and the ventilator recognized the o2 psi that was applied. The ventilator passed 49 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection of the ventilator did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the ventilator does not recognize the oxygen source. The ventilator was not on a patient at the time of this event.